Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
On 2015-09-01, information was received from a consumer regarding an unknown female patient who was receiving an unknown drug via an implantable pump for an unknown indication. On an unknown date, the patient experienced an infection and was sick in the hospital. No further information was provided and there was no adequate source to follow-up with at this time. If additional information becomes available, a follow-up report will be submitted.